Event description:
While implanting a device, an implant fracture occurred. This implant was removed and replaced. At a different separate location, another device fractured. This was also removed and replaced. The surgery was successfully completed.